Manufacturer narrative:
Unit alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Unable to verify motor error alarms or perform displacement test due to motion sensor test failure alarms. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The insulin pump was exposed to a MRI. While attempting to rewind, the insulin pump alarmed motion sensor test failure. The displacement test failed. He was unable to exit the rewind process. Customer's blood glucose level was 176 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.